Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated the lead had been tested in different configurations during patient follow-up. A surgical revision was performed and the device system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 200 ohms in all vectors. No adverse patient effects were reported. The device remains in service.